Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz arterial clamp, the event occurred in united states. Livanova field service engineer confirmed the issue, and to fix it, the arterial clamp has been replaced.

Event description:
Livanova deutschland received a report that the essenz arterial clamp was not working properly. Reportedly, the plastic fixture that engages when opening or closing the clamp was not moving. There is no patient involvement.

Manufacturer narrative:
A review of device service history confirmed that the reported event represented the first occurrence associated with the specific unit. No adverse trend associated to this failure mode occurred. Based on the investigation findings of similar incidents, a hardware failure affecting the white plastic fixture of the clamp is identified as a possible contributing factor and cannot be excluded as a primary element related to the reported behavior. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.